Manufacturer narrative:
Stryker evaluated the customer's device and was not able to verify or duplicate the reported issue with the defibrillation leads. This function worked as expected during device evaluation and use error is suspected. The power button was verified to be non functional. The main keypad was found to be inoperative and was replaced to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not detect the defibrillation leads, as well, during device evaluation it was discovered that the power button was not functioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.